Event description:
Mda simplastin l lot # 500067 was recalled 7/31/2003. The customer called in 2003 to report that a pt had a stroke after erratic inr's were reported using mda simplastin l lot # 500067. The pt was on therapeutic coumadin. 7/18 inr 1.76, 7/19 inr 2.56, 7/20 inr 3.17, 7/21 inr 4.49, 7/22 inr 5.38, 7/23 inr 2.99, 7/24 inr 2.68, 7/26 inr 4.60, 7/27 inr 5.25 - coumadin stopped. Pt had a stroke. 7/27 inr 1.56, 7/30 inr 0.96. The customer's qc data was checked and it was good.